Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed deformed helix in which it was observed slightly bent resulted to unsuccessful helix mechanism test. Hence, confirming the reported clinical observation. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to difficulty in extension and retraction while attempting to place in the left bundle branch (lbb) and the helix has bent. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to difficulty in extension and retraction while attempting to place in the left bundle branch (lbb) and the helix has bent. Also, this lead will be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to difficulty in extension and retraction while attempting to place in the left bundle branch (lbb) and the helix has bent. Also, this lead will be returned for analysis.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead was not successfully implanted due to difficulty in extension and retraction while attempting to place in the left bundle branch (lbb) and the helix has bent. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.